Event description:
Furthermore, the lead was reprogrammed to have tachycardia therapy turned off at the patient's request.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's lead impedance rose to a high impedance level then dropped back down. The lead remains in use. No patient complications have been reported as a result of this event.